Event description:
It was reported that via merlin.net an alert for high, out of range, high voltage lead impedance was observed. Previous in-clinic measurements were within normal range. Further lead related testing was scheduled. The patient will be monitored with routine follow up.